Event description:
On (B)(6) 2013, the patient received an acl revision surgery which was uneventful and successful. Sometime post-operative the operating surgeon reported that the patient had complained intermittently of anterior knee pain. The surgeon ascribed the issue to normal post-op pain. However, the patient visited the surgeon again on (B)(6) 2013, complaining of pain and a lump under the skin of the knee. Under local anesthetic the surgeon explored the lump and from between the patella tendon and the skin removed a 3.5cm portion of the drill tip guide used during the revision procedure. At the time of the procedure no one in the surgical team realized that the tip of the guide wire had broken. On reaming over the guide wire with the tibial drill, the guide wire most often is removed with the drill. Surgeon surmised that the tip of the guide wire became embedded in the soft tissue when the drill was removed and was not apparent to anyone. The broken tip is attached. The breakage was not noted by the surgical team at the time of the procedure was only removed 2 months after surgery when the patient complained of persistent pain. A lot number was not provided, therefore, no date of manufacture or expiration date can be provided.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: only the drill tip (approx. 1.387 in length) was returned for evaluation. The break is angular in nature and shows characteristics of being sheared off under torsional loading. Without the return of the entire guidewire no root cause can be determined. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).